Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 06-06-2024 patient reported that she was hospitalised and went for ER only for 9 hours. Blood glucose at the time of event was 731 mg/dl patient observe issue with the infusion set tubing or cannula near adhesive patch. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.